Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083019) on 01-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("serious medical problems which ended in bilateral hysterectomy") and adverse event ("serious medical problems which ended in bilateral hysterectomy") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.